Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was tubing separation/kink. The following information was provided by the initial reporter. The customer stated: there was a "defect on the tubing of the wingset pbbcs. The tubing was adhering to each other."

Manufacturer narrative:
H.6. Investigation: four photos and 1 physical sample were received for review and analysis. The photos and sample show 1 bd pbbcs device appearing to have tubing adhesion; therefore, this complaint is confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure from the photos and sample received. The root cause of the tubing adhesion is excess adhesive transferred unto the tubing during the device assembly process at the tubing-to-barrel adhesion machine station. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was tubing separation/kink. The following information was provided by the initial reporter. The customer stated: there was a "defect on the tubing of the wingset pbbcs. The tubing was adhering to each other."